Manufacturer narrative:
There was no patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported issue. The customer reported to the service representative that an additional failure occured intermittently. However, this failure was also not confirmed or reproduced by the technician. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be reproduced or confirmed, a root cause was not identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t displayed an error message during priming. There was no patient involvement.